Manufacturer narrative:
(B)(4). One (1) cortical fix 6x50mm poly-axial screw (product code: 1867-31-650) was returned for evaluation. Visual examination of the poly-axial screw revealed that the saddle has fallen out of the tulip head and the screw head is stuck inside the tulip head. The damage is consistent with an unexpected high amount of forces placed on the saddle. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the cortical fix 6x50mm poly-axial screw falling apart. However, a potential root cause may be due to excessive forces inadvertently placed on the saddle and drive feature during use, resulting in the screw disassembling during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A plif surgery for lumbar spinal canal stenosis was performed on (B)(6) 2016 to implant an expedium 5.5 cfs system into the patient's l4-5. The 4 cannulated cortical fix screws were inserted into the spine under fluoroscopic guidance. Because the patient's bones were still sturdy despite of the age ((B)(6) years old), these screws were inserted after undertapping the bone. The surgeon then checked if the screws were inserted in correct position by fluoroscopy, and found that the screw inserted into the left-l4 (the reported screw) was inserted inwardly. The surgeon decided to re-insert the reported screw, and chose a qc screwdriver to extract it, wishing to extract the screw with a firm hold. However, the surgeon was unable to place the tip of the screwdriver into the head of the screw. The surgeon tried to place the tip several times, but to no avail. The reported screw was eventually removed by using a core screwdriver instead. The surgeon checked the reported screw and found that the screw head was pushed deeper into the screw shank. Furthermore, while the screw was being cleaned, the collet part came off. The surgery was successfully completed without further issues, but due to the event there was 5 minutes surgical delay. There were no adverse consequences to the patient.